Event description:
Procedure type: total laparoscopic hysterectomy. According to the reporter: piece of trocar seal torn and entered into pt. Piece recovered and removed with device. Retrieved from inside pt and moved on with procedure. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. A device fragment fell into the pt.

Manufacturer narrative:
(B)(4).